Event description:
Additional details from refills were provided: (B)(6) 2021: erv 12.9 ml, arv 15 ml. On (B)(6) 2021: erv 11 ml, arv 11.5 ml. On (B)(6) 2021: erv 11 ml, arv 10.5 ml.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis determined the pump reached its elective replacement indicator (eri) based on time progression, as expected. No pump anomalies were identified. No catheter was returned, so none could be analyzed. H6: annex b updated to b01. Annex c updated to c19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that pump underinfusion was suspected. A volume discrepancy occurred at a refill, and the patient did not experience full therapy efficacy. No diagnostics/troubleshooting were performed. Only the pump (not the catheter) was replaced. The pump would be returned to the device manufacturer. It was unknown if the issue was resolved. However, the patient's status was alive - no injury. The cause of the volume discrepancy was not determined. It was unknown if any environmental, external or patient factors might have led or contributed to the event. It was noted that the pump in question was implanted in 2016 (no further date specified). Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the last refill had been performed on (B)(6) 2021; the expected volume was 3.2 ml and the real volume was 3.0 ml. A follow-up was performed on (B)(6) 2021, where an "rx" and echo were scheduled. Another follow-up was performed on (B)(6) 2021; the "rx" and echo were okay. It was stated there was "no valuable problem to the lead." The next refill was scheduled for (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that it was unknown if the pump replacement resolved the underinfusion/volume discrepancy and therapy efficacy issue. The patient's next refill was scheduled for (B)(6) 2021 . The patient's refill history was: (B)(6) 2016 (first refill): expected residual volume (erv) 1.6 ml, actual 6 ml. (B)(6) 2016: expected residual volume 5.1 ml, actual 8.5 ml. (B)(6) 2016: expected residual volume 4.6 ml, actual 8 ml. (B)(6) 2016: expected residual volume 4.5 ml, actual 7.2 ml. (B)(6) 2016: expected residual volume 8.5 ml, actual 12.1 ml. (B)(6) 2016: expected residual volume 8.4 ml, actual 12 ml. (B)(6) 2017: expected residual volume 8.5 ml, actual 12.5 ml. (B)(6) 2017: expected residual volume 8.5 ml, actual 13 ml. (B)(6) 2017: expected residual volume 4.5 ml, actual 9.5 ml. (B)(6) 2017: expected residual volume 3.5 ml, actual 8.8 ml. (B)(6) 2017: expected residual volume 9.6 ml, actual 12 ml. (B)(6) 2017: expected residual volume 7.5 ml, actual 12 ml. (B)(6) 2017: expected residual volume 7.3 ml, actual 12 ml. (B)(6) 2018: expected residual volume 6.2 ml, actual 11.5 ml. (B)(6) 2018: expected residual volume 8.5 ml, actual 13 ml. (B)(6) 2018: expected residual volume 12.3 ml, actual 16 ml. (B)(6) 2018: expected residual volume 12.5 ml, actual 18 ml. (B)(6) 2018: expected residual volume 8.5 ml, actual 13.7 ml. (B)(6) 2018: expected residual volume 4.5 ml, actual 10.1 ml. (B)(6) 2019: expected residual volume 8.5 ml, actual 12 ml. (B)(6) 2019: expected residual volume 3.3 ml, actual 7 ml. (B)(6) 2019: expected residual volume 12.9 ml, actual 15 ml. (B)(6) 2019: expected residual volume 7.5 ml, actual 10 ml. (B)(6) 2019: expected residual volume 7.5 ml, actual 10 ml. (B)(6) 2019: expected residual volume 7.5 ml, actual 9 ml. (B)(6) 2019: expected residual volume 11.6 ml, actual 13 ml. (B)(6) 2020: expected residual volume 7.5 ml, actual 10.5 ml. (B)(6) 2020: expected residual volume 14.4 ml, actual 17.5 ml. (B)(6) 2020: expected residual volume 10 ml, actual 13 ml. (B)(6) 2020: expected residual volume 10.1 ml, actual 13 ml. (B)(6) 2020: expected residual volume 5.8 ml, actual 9 ml. (B)(6) 2020: expected residual volume 10.1 ml, actual 12.5 ml. (B)(6) 2020: expected residual volume 14.4 ml, actual 16.5 ml. (B)(6) 2021: expected residual volume 10.1 ml, actual 12.5 ml. (B)(6) 2021: expected residual volume 14.4 ml, actual 17 ml.

Manufacturer narrative:
H3: pump interrogation at medtronic european operations center indicated the pump was delivering baclofen 1,600.0 mcg/ml; 977.8 mcg/day and morphine 4.0 mg/ml; 2.4446 mg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.